Event description:
The customer stated that she has been experiencing high blood glucose levels, but the insulin pump has not given any no delivery alarms. The customer also stated that there is a crack near the reservoir compartment, and the end cap sticker is falling off. The customer's blood glucose was 380 mg/dl, and was accompanied by rapid heart beat, dizziness, irritation, dry mouth and nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the manual prime test, but the customer didn't have the tubing clamp for the high pressure test. No damage to the drive support cap noted. Advised the customer that the insulin pump would be replaced due to the physical damage. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.